Event description:
It was reported that the during a recanalization procedure through the common femoral artery via contralateral access, the helix was allegedly fractured in the patient. It was further reported that additional access was created to remove the device using two different snares. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: as the lot number for the device was provided, a review of the device history records was performed. Investigation summary: the sample was not returned for evaluation. Therefore, the investigation is inconclusive for the reported issue. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: d4 (expiry date: 07/2023),

Manufacturer narrative:
H10: this supplemental MDR is being submitted to report that MFR rpt# 3008439199-2021-00186 was a duplicate record and was opened in error. The event details are being captured under complaint file # 3838806 and was reported to the FDA under MFR rpt# 3008439199-2021-00187. H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: (expiry date: 07/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It was reported that the during a recanalization procedure through the common femoral artery via contralateral access, the helix was allegedly fractured in the patient. It was further reported that additional access was created to remove the device using two different snares. The current status of the patient is unknown.

Event description:
It was reported that the during a recanalization procedure through the common femoral artery via contralateral access, the helix was allegedly fractured in the patient. It was further reported that additional access was created to remove the device using two different snares. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. (Expiry date: 07/2023).